Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the drive support cap on his insulin pump is damaged. It is sticking out. The device was dropped about two months ago. She stated when she first dropped it, she noticed the drive support cap was flush. Now it is protruded. Customer stated she pressed on the cap while connected. Customer's blood glucose was unknown. She stated her blood glucose last night was 328 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. Unable to perform functional testing test due to loose drive support disk. The insulin pump has minor scratched display window, reservoir tube lip and missing end cap sticker.